Manufacturer narrative:
Additional information added to: e1.

Event description:
It was reported that after hooking the tubing to the patient, the tubing broke and leaked where the tube connects with the hard plastic part. Although requested, there has been no patient impact outcome response or further event information made available to date.

Manufacturer narrative:
Additional information added to:b.3, b7, & d4. The customer complaint of tubing broke could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified as no product was returned.

Event description:
It was reported that after hooking the tubing to the patient, the tubing broke and leaked where the tube connects with the hard plastic part. Although requested, there has been no patient impact outcome response or further event information made available to date.

Manufacturer narrative:
Patient information requested but not provided. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that after hooking the tubing to the patient, the tubing broke and leaked where the tube connects with the hard plastic part.